Event description:
Customer reported his insulin pump alarmed no delivery. He took the plunger out and pushed insulin through with a plunger and placed it back in the insulin pump. He changed infusion sets, but used the same reservoir. The insulin pump alarmed no delivery again. Customer's blood glucose was 256 mg/dl. He was trying to treat with a bolus when the insulin pump alarmed. During troubleshooting, insulin did not exit the tubing when manually pushed with a plunger. There is a greater resistance than normal. Customer is returning the reservoir for analysis. The issue was resolved with a complete set change. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.